Manufacturer narrative:
Clinical review: a temporal relationship exists between cvvhd utilizing the ultraflux av 1000 hemofilter, and patient electrolyte disturbance of hypernatremia and increasing alkalinity. It was alleged the patient experienced the electrolyte disturbance due to clogging of the ultraflux av 1000 hemofilter. The actual sample has not been returned to the manufacturer for further analysis. It is unknown what may have caused the ultraflux av 1000 hemofilter to clog/clot, including other potential variables. However, the reported event is a known potential harm in risk analysis for the product and therefore the ultraflux av 1000 cannot be excluded from having a possible contributory role in this event. Investigation: the complained sample was not available. The described situation is adequately addressed in IFU and/or on the label and the product deficiency is not related to falsification. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Device history record reviewed showed that the products were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Complaint history review for affected product and product family: so far we received three further complaints regarding the batch. The described situation is covered in the risk analysis and the chosen harm/severity level matches. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that this unknown patient on continuous venovenous hemodiafiltration (cvvhd) with the fresenius ultraflux av 1000 hemofilter became increasingly alkaline and hypernatremic. It was alleged that the fresenius ultraflux av 1000 hemofilter was clogging. It is unknown what, if any, anticoagulation was utilized to mitigate hemofilter clotting during therapy/ the product in question has not been returned to the manufacturer. The patient¿s medical history significant for was receiving cvvhd in the intensive care unit (ICU) with tracheostomy on mechanical ventilation with severe influenza. The patient had persistent c-reactive protein (crp) of 200mg/l with unclear focus of infection. The patient was treated for increasing alkalinity and hypernatremia by reducing the calcium (ca) dosing to 1.1mmol/l to counter increasing systemic ca levels and increasing dialysate flow to 3000ml/hr. There was no reduction in sodium or bicarbonate during the treatment. There was no recorded blood loss for the event and recorded death. No further information about the incident is available.